Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on:15 december 2021. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection of the sterilization pouch under magnification revealed that the pouch had been opened by the customer and that there was a hole in the pouch circled by the customer as the complaint issue. Furthermore, a lens stuck in the cartridge of the simplicity handpiece with no viscoelastic residue was also observed. The complaint issue was confirmed, however this cannot be confirmed to be related to manufacturing as the sterilization pouch was opened by the customer and the simplicity device was used and therefore no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: since suspect product is not available for evaluation, the complaint issue was not verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this production order. However, a search revealed that a nonconformance was found as part of this manufacturing records review. But, this nonconformance did not contribute to this complaint issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the material. However, to date, no material has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided date of event: unknown as it was not provided. However, the best estimate date is between (B)(6) 2021 and (B)(6) 2021. If implanted, give date: not applicable. The intraocular lens was not implanted. If explanted, give date: not applicable. The intraocular lens was not implanted. Therefore, not explanted. Reporter name : unknown/not provided. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. The bag was torn when the box was opened. No patient injury was reported.